Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, missing display window cover, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated they were at the pool when the insulin pump started beeping and display did not turned on. Customer stated insert battery did not displayed on the screen. Customer stated contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.